Manufacturer narrative:
(B)(4). Results: mi and revascularization.

Event description:
An endeavor rapid exchange (rx) drug eluting stent was implanted in the mid lad. It is reported that approximately 7.5 months post index procedure patient complained of chest pain and was scheduled for 8 month follow up. A 90% instent restenosis of the lad was reported to have occurred. Cardiac catheterization was performed and the patient had non-emergent CABG carried out approximately 1 month later. Investigator has indicated that the event was possibly related to the study device. It is reported that the patient suffered a possible mi approximately one day post CABG. No further details are available.